Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2024-01414. Additional communication indicates, during the implant procedure on (B)(6) 2024, lead was damaged when replacing the ipg, and the contacts were left inside the ipg header. As a result, the entire system was replaced to address the issue.